Manufacturer narrative:
Visual analysis of the returned device identified crease folds, deformation, bubbles in the gel observed after autoclave cycle, and device underweight. Based on the device analysis the final assessment, there were no issues found related with the manufacturing process and wrinkles (creases) were observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side "severe rippling, pain, and a lump on the top of the breast." Patient reported left side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "severe rippling, pain, and a lump on the top of the breast''. Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.